Manufacturer narrative:
Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During an afib procedure, after pulmonary vein isolation (pvi), the procedure for mitral isthmus (mi) atrial flutter was conducted. Isupril (isp) was administered after the procedure. Blood pressure decreased, although the event was suspected to be transient, it persisted. As a result of checking with a soundstar (ss), fluid was found to have accumulated. Therefore, drainage was started. Blood pressure was stabilized after about 200 ml was drained. The event resolved thereafter. Heparin was also resumed. The cause was unknown. ¿there is no strange feeling in biosense webster inc. (Bwi) products.¿the patient outcome of the adverse event was reported as improved. The physician commented that he could not think of any reason of this event. The patient required two days of extended hospitalization for rest. The generator used was a smartablate. A transseptal puncture was performed with a cn-71-ex. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The irrigated catheter flow setting was 1sec /5sec. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were real time graph; dashboard; vector & visitag with visitag module parameters for stability range 3mm, time3 sec, fot 1g, 25% and tag size 2mm. No additional filter was used with the visitag. Color option used prospectively was tag index..

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30728718l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).